Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device screen does not turn on anymore. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with a blank screen. The problem was localized to fuse f101 which was found to be open.